Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular lead experienced syncope with deep breathing. There was inquiry of the lead fixation. The threshold was adjusted from 2.5 to 5.0 which resolved the syncope. The physician suspected subclavian crush. It was reported that the lead may be replaced at the generator change out. This patient was known to have complete heart block.

Manufacturer narrative:
The field representative reported the outcome of the intervention once performed will be reported. At this time all available information indicate that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted for normal battery depletion and the right ventricular lead was successfully repositioned.